Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced atrial fibrillation with rapid ventricular response (rvr). The lesion biopsied was 1.3 cm in size and located in the left upper lobe - apicoposterior segment. A 21 gauge flexision needle (8 passes) and 3rd party forceps as well as cytology brush compatible with the ion system were used. Per the physician, there were no issues with the ion system issues and the system did not contribute to the atrial fibrillation. The ion procedure was completed without issue. The patient experienced atrial fibrillation a few minutes prior to being discharged home. The patient converted back to normal sinus rhythm with the use of unspecified medication. The patient was hospitalized for a total of 3 days. A preliminary diagnosis of inflammation and pneumonia was obtained.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of (B)(6) 2023, a system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, a patient developed atrial fibrillation with rapid ventricular response (rvr) which resolved with unspecified medication. The patient was hospitalized for 3 days then discharged home.